Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) reported to the hospital ER for pain he was experiencing in his chest and arm area. It was noted that he speculated it may be due to 'wires from his device.' It was reported that the ER nurse directed the patient to contact guidant in order to locate a physician to check the device.